Event description:
It was reported that during surgery for implant of anterior screw/rod fixation the surgeon had difficulty when attempting to break off the setscrews. Several setscrews were stripped in the process. The surgeon then began using a different instrument for implant and completed the procedure with no further complications. There were no pt complications.

Manufacturer narrative:
The devices were not returned to medtronic for evaluation, however, the instrument used during implant was returned. The counter torque lot number im07m016 was inspected and found to be within specification. A device history record for the instrument found no documentation to indicate a non-conformance to specification.